Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (280 mg/dl). The bg level was lowered with insulin injections. The customer did not know the cause of the high bg levels. As the high bg events had occurred in the past, troubleshooting could not be performed and tandem technical support advised the customer to discuss the bg levels with a healthcare provider.